Manufacturer narrative:
The reported oad was received for analysis. Upon evaluation of the device, the driveshafte was found to be damaged. The filars were noted to be deformed, and one filar was fractured. The fractured driveshaft section was analyzed using scanning electron microscopy, which identified the presence of fatigue on the fractured filar. There was no additional damage observed to the oad, and when the damaged section of the driveshaft was removed, the device functioned as intended. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the driveshaft damage could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device was noted to be damaged. The initial target lesion was treated with no issues noted, and an additional lesion was treated with one pass of the oad. When a third lesion was treated, the device emitted an abnormal noise. The device and wire were removed from the patient and it was noted that the tip of the device appeared to be detached and caught on itself. The lesion was rewired and the procedure was completed with balloon angioplasty. The patient was stable following the procedure.